Manufacturer narrative:
The bipap a30 was manufactured on 02/07/2012 which is prior to UDI requirement implementation. This device does not have a UDI, and no UDI will be listed in this report.

Event description:
A bipap a30 device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation at a third-party service center the bipap a30 device was visually inspected and there was evidence of foam degradation in addition to dust/dirt contamination. Additionally, the technician noted that the ui panel was damaged and the pca needed to be replaced, which is unrelated to the reportable malfunction. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The device was not repaired and scheduled to be scrapped after the service technician evaluated the device.